Event description:
It was reported the system shutdown uncommanded. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit breaker and snubber board were replaced and the generator was calibrated during the service call. They system was tested and found to be working as intended and put back into service.